Manufacturer narrative:
Meter and test strips were returned and tested and bothe meter and test strips passed testing. The complaint was not confirmed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the meter began at the end of (B)(6) 2010. On (B)(6) 2011 the patient had obtained the following readings: 302 mg/dl, 225 mg/dl and 410 mg/dl; however the readings were not taken back to back and the patient was comparing meter readings to feelings/ normal results. Due to the alleged high readings the patient had increased her dosage of medication. At an unspecified time after the patient became disoriented and the paramedics were called where her blood glucose reading was 48 mg/dl on the emts meter and she was treated with IV glucose. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient alleged that due to the alleged high readings, they took an increase dosage of medication and later developed symptoms and had to be treated with IV glucose for a blood glucose of 48 mg/dl on the paramedic's meter.